Event description:
It was reported that a homechoice device had air in the tubing. This event occurred during fill three of three of peritoneal dialysis therapy. The patient stated that the drain and heater lines had air bubbles and that there were no alarms. The patient stated that the heater bag was nearly empty and there were no leaks or loose connections. The technical service representative assisted the patient with ending therapy and the patient drained manually. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.